Manufacturer narrative:
It was reported that the patient experienced infection prior to explanting the device and was treated with oral antibiotics. This report is submitted 08 january 2020.

Manufacturer narrative:
This report is submitted on 10 february 2020.

Manufacturer narrative:
This report is submitted on december 2, 2019.

Event description:
Per the surgeon, the patient experienced an extrusion of the device. The device was explanted (B)(6) 2019. The patient was not re-implanted with another device.